Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level at the time of incident was 512 mg/dl. Customer declined troubleshoot for high blood glucose. Customer reported sensor issue like bent sensor and calibration not accepted and change sensor error alerts. It was unknown whether the auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.